Event description:
The customer reported that the defibrillator would not pace. The involved patient died. It has not yet been determined whether the device was a factor in the patient outcome.

Manufacturer narrative:
This customer reported that the defibrillator would not pace. The involved patient died. It has not yet been determined whether the device was a factor in the patient outcome. A follow-up report will be submitted after philips obtains more information about this event.